Event description:
Pin broke during surgery resulting in a delay of 20 minutes to the procedure.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.